Event description:
The user facility reported that the involved radifocus gw had coating or jacket come off of the product during a procedure. The patient was ok, and the procedure was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 18mar2021. The type of procedure being performed was a peripheral angiogram. There was no coating/jacket left in the patient's body. The product was used for the entire case. There was no blood loss.